Event description:
This report is based on manufacturing investigation of the returned device.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Visual examination of the device revealed the outer sheath of the insertion section was loose and buckled. The evaluation found the teflon pad burned on the grasping section and the metal portion was bent.